Event description:
Baxter infusor portable elastomeric infusion device, disposable pump system to manage infusion of chemotherapy over a 48 hr period. Outpatient with this device in place woke up with tubing broken about 2 inches from distal end. A small amount of the medication had leaked out of the pump device. Patient returned to oncology clinic to describe event with no outward sign of problem from the leak. Medication was started on 4/5/10 to infuse for 2 days. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: chemotherapy.